Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The investigator noted wear and tear on the front cover and enclosure. There were also cracks alongside the reservoir cover. The unit had an old style pcb and drain fitting. The customer reported product problem was confirmed during testing. The unit was determined to be beyond economical repair due its old age. No repairs were made. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the display on the unit was not working. No patient injury or complications were reported in relation to this event.